Event description:
Baxter reports that the spike came off from the spike port of a jpoc bag. There was no patient injury or medical intervention associated with this incident according to the international affiliate.